Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top housing and bottom housing window respectively. Upon review of the pod download data, timeouts and a drive stall were observed. The pod was reset, connected to an unused controller, completed both priming sequences and programmed a 5u bolus successfully. The pod did not replicate the data abnormalities, although the high pulse width in the rerun data can be attributed to an occlusion found in the soft cannula. The drive assembly was inspected and no damages or manufacturing defects were observed. The exact cause of the observed high pulse width with drive stall could not be determined.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy, indicating a needle mechanism failure. The pod was not worn. No treatment and no blood glucose levels were reported.